Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 1) was received. After changing the cartridge, the insulin gauge was inaccurate. Customer changed cartridge again. Insulin therapy was resumed. Blood glucose was 413 mg/dl and a correction bolus was delivered.